Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was attempted to be placed but due to low sensing, the lead was retracted and repositioned and the helix would not extend again. The helix was attempted to be extended on the table, but to no avail. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with a stylet in the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.